Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: degenerative spondylolysthesis procedure: fenestrated screws in combination with sextant level: l1 it was reported that on (B)(6) 2015, intra-op, after using cement in a good way without problems, the surgeon continued with the sextant procedure. Inserting the rod on one side couldn't be done. After examination of the screw-head, cement was placed in the screw-head. The product came in contact with the patient. Patient complications were reported unknown. An additional surgery, open procedure on one side instead of mis sextant procedure, was performed as a result of this event. The procedure was completed successfully with the original products. It was reported that it is not sure if all the products listed in pli have a problem. The complaint in general was that with one of the implanted fenestrated screws: the cement leaked between the cement filler and the screw, which is not supposed to happen.